Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found. It was noted that the grommet was loose/detached and the set screw was in the connector bore.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) device, the seal plug came off the atrial port. Therefore the ipg was not used and replaced with a new device. No patient complications have been reported as a result of this event.